Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a headache. There is no allegation of serious or permanent harm or injury. The patient took opiates but did not resolve the alleged headache. The device was replaced by an astral ventilator and the patient alleged the headaches disappeared after the device was replaced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a headache. There is no allegation of serious or permanent harm or injury. The patient took opiates but did not resolve the alleged headache. The device was replaced by an astral ventilator and the patient alleged the headaches disappeared after the device was replaced. During the evaluation of the device at the third-party's service center, they were not able to confirm the allegation on this device. They confirmed there was no foam particles present, but there was dust contamination on the blower box for this device. Additional findings not related to the malfunction/issue were the handle o-rings need replacing, rubber feet are missing, damage to the front case enclosure, and the internal battery was depleted generating system errors on the device. The third-party service center charged the internal battery, and the following parts were replaced on this device: rubber feet and handle o-rings.